Manufacturer narrative:
Investigation summary: the returned sample and picture were inspected and the presence of foreign matter was confirmed through the picture provided by your facility. The photo revealed a white particle material on the catheter tubing. The material in the photo was identified to be non-foreign (plug shavings) which are believed to have taken place during the manufacturing process. There was no evidence of foreign matter on the physical unit provided for investigation. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: the lot number was built on afa line 11, from march 3, 2017 thru march 4, 2017. Per specifications it was concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. Visual analysis: observations and testing: received 1 unused unit in an open package from lot number 7059847. Visual/microscopic examination: no foreign was found on any of the components of the unit visual evaluation of the photos. One of the photos revealed an insyte autoguard unit (all components looked intact) and an open/empty package. The other photo reveals a white particle material on the catheter tubing. The material was identified (physical characteristics) to be non-foreign (plug shavings). Test description method no results visual/microscopic, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, based on the visual evaluation performed it was observed a white material was visible on the catheter tubing. The material was identified to be non-foreign (plug shavings). Conclusions: although the unit received for evaluation did not reveal fm based on the evidence on the photo from trackwise the defect was confirmed. Did the evaluation confirm the customer¿s experience with the bd product? Yes: the evaluation confirmed the customer¿s experience with the bd product. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the customer¿s experience was not necessary as the reported defect was confirmed. Root cause: relationship of device to the reported incident: manufacturing. Comment: the fm observed on the tip of the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Was the device used for treatment or diagnosis? Treatment. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Note: 5s cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including (B)(4), which defines the bd gowning policy.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc 20g x 1.16 in. Had foreign matter on the catheter. Found before use. There was no report of injury or medical intervention.